Event description:
On (B)(6) 2010, a patient was implanted with a gore propaten vascular graft for dialysis access in the left arm from the brachial artery to the axillary vein. It was reported to gore that on an unknown date the patient developed hit. It was stated that the graft thrombosed and appeared infected. On (B)(6) 2010, the graft was explanted. Further investigation is pending.